Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 47-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, concerns were had regarding limb ischemia and compartment syndrome. Bilateral fasciotomies, a thrombectomy, and peripheral stenting were performed in the leg in response to the condition. The pump was removed and the patient was escalated to impella 5.5 support.

Manufacturer narrative:
The investigation into limb ischemia ¿ reversible issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿